Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was either powering off during use or not powering on. The complaint was classified based the customer service representative (csr) documentation, since the patient was unable to be reached by phone for a follow-up. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2012. The patient informed the csr that she manages her diabetes with insulin (self adjuster). It is not known if the patient made any changes to her usual diabetes management regime due to the alleged issue. However, the patient reported developing symptoms of thirst approximately 4-5 hours after the alleged power issue began. The patient claimed she took 2 additional units of humalog insulin on the morning of (B)(6) 2012. At the time of troubleshooting, the csr noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery at the time of the call to replace it. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.